Manufacturer narrative:
The devices were returned and evaluated. The evaluation result is as follows: the complaint about the device fell off could not be determined. There was evidence of adhesion tackiness on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient reported that over that last 1-2 months, he has experienced about 6-8 v-go's that have fallen off. Patient states that they usually fall off when they are applied to his abdomen. He properly cleans the area with an alcohol swab and lets it dry before applying the device.